Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was over 240mg/dl. An infusion set site change was performed and correction boluses were delivered to address the bg level. An infusion set change was performed to address the occlusion alarm. Tandem technical support educated the customer in regards to occlusion alarms.